Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced four infusion sets kinked cannulas within 3 hours of insertion. Patient went emergency room and was subsequently hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was above 400 mg/dl. Patient was treated via insulin and saline. Patient took correction bolus via pump to address high bg. Patient had ketones. Infusion sets were in use for few hours. Length of hospitalization was 2 days. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch 6004995 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6004995 were previously tested in complaint (B)(4) on 06/aug/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out (B)(4) samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out (B)(4) samples passed the test. Device history record (DHR) review: packing lot 6004995 was manufactured according to the wi version 108 in the line 7, on 22/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/aug/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6004995 and other 3 complaints have been registered in database for the same lot 6004995 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.